Event description:
It was reported per field service report: symptom - smoke smell. Switched off pt, did not stop pumping. In biomed will not power on. Findings/action taken: trips dc breaker and breaker smell. Replaced power supply. Passed functional testing & electrical safety check. Installed condor power supply kit.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.